Manufacturer narrative:
(B)(4).

Event description:
For one patient sample the customer complained of a low elecsys troponin t stat assay (tntstat) result that repeated higher. The specific day of the event was unknown but the customer mentioned it happened sometime "last week." The customer no longer has access to the actual results or any of the sample handling information but was able to supply the following patient data. The initial tntstat result was <0.010 ng/ml with a data flag. A repeat result of 0.142 ng/ml was provided but was only an approximation by the customer. Repeat testing was performed on another analyzer and was deemed to be correct. The initial result was not reported outside of the laboratory. There was no adverse event. The cobas 6000 e 601 module serial number was (B)(4). The field engineering specialist could not reproduce the error or find a root cause. He checked the fluidics and mechanical adjustments. He also performed performance testing and precision testing. The performance testing and precision testing results were acceptable.

Manufacturer narrative:
Further investigation showed that the possible cause of the discrepant result could be attributed to instrument issues or pre-analytical issues based on the alarms that were generated around the time of event. Other possible causes include foam or bubbles on the sample surface or a tilted sample tube in combination with wet tube walls.

Manufacturer narrative:
The customer stated that they have had no further issues following the service visit.